Manufacturer narrative:
Results - visual inspection of the returned product showed that one lens haptic was torn off. The lens optic was torn in half and a piece was missing from the lens optic. Clear surgical residue/debris on the product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens trailing haptic tore off during insertion into the eye. The lens was removed. No patient injury.